Manufacturer narrative:
Product event summary: the partial lead in segments was returned and analyzed. Analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. Concomitant medical product: 694965 lead implanted: (B)(6) 2004; 6565 stent x2 implanted: (B)(6) 1997.

Event description:
It was reported that the right atrial lead had high thresholds. The lead was capped and replaced. The lead was noted to be explanted approximately six years later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.